Manufacturer narrative:
The customer reported that the device displayed a shock equip malfunction error message when powered up. There was no reported pt involvement. A replacement therapy pca was shipped to the customer. As of (B) (6) 2010, there have been no further reports of this problem with this device.

Event description:
The customer reported that the device displayed a shock equip malfunction error message when powered up. There was no reported pt involvement.